Event description:
We received a report that a patient experienced an unspecified injury during the implantation or explant of an introcular lens (iol). The report indicated that insertion was completed and the lens subsequently removed during the same procedure. It is unknown if the incision was enlarged or a vitrectomy was required. Additional information was requested but not received.

Manufacturer narrative:
(B)(4): the intraocular lens was returned to the manufacturer. The lens was cut in half, had one distorted haptic and appears to have evidence of ophthalmic viscoelastic on it. These findings are consistent with a lens that has been explanted. All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.